Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was unconfirmed since the problem could not be replicated. One 4 fr s/l powerpicc solo was returned for investigation. The printing on extension leg and molded wing was partially worn. The catheter had been cut at the 10cm depth mark. The product code and lot number provided do not match the returned sample; however, the returned sample matches the catheter described in the event description as having been cut at the 10cm mark. It appears that a 4 fr s/l powerpicc solo was cut at the 10cm mark and used as a midline catheter. A functional test of the catheter revealed nothing remarkable. No leaks were observed in any part of the catheter. The reported leaking from the insertion site could be associated with a fibrin sheath, but the exact cause of the reported event is unknown. Powerpicc solo catheters should not be trimmed shorter than 30cm. Trimming shorter than 30 cm could result in catheter tip displacement while power injecting. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Per medical services & support, the nurse stated she has a patient with a powermidline catheter cut to 10 cms and it is leaking around the insertion site. Ms&s discussed causes of leakage around the insertion site and how this midline has a recommended dwell of 29 days. Ms&s discussed how fibrin build up on the end of the catheter can lead to leakage. The rn stated she was going to change it out. The catheter was removed. No patient harm.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn2363 showed no other similar product complaint(s) from this lot number.

Event description:
Per medical services and support, the nurse stated she has a patient with a power midline catheter cut to 10 cms and it is leaking around the insertion site. Ms&s discussed causes of leakage around the insertion site and how this midline has a recommended dwell of 29 days. Ms&s discussed how fibrin build up on the end of the catheter can lead to leakage. The rn stated she was going to change it out. The catheter was removed. No patient harm.